Event description:
The consumer reported an unknown quantity of false negative results with the binaxnow covid-19 antigen self-test performed on unknown dates. Consumer previously tested with an unknown brand of covid-19 test on an unknown date and positive results were generated. No additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single-use: device discarded.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend / unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use: device discarded.

Event description:
The consumer reported an unknown quantity of false negative results with the binaxnow covid-19 antigen self-test performed on unknown dates. Consumer previously tested with an unknown brand of covid-19 test on an unknown date and positive results were generated. No additional information, including patient treatment and outcome, was provided.